Event description:
The health care professional/home health nurse called lifescan (lfs) on january 21, 2007, and alleged that the pt's meter was reverting to the set-up mode. The pt was unable to test on her meter since january 18, 2007. She continued to take her actose and amaryl pills, as directed. She began experiencing symptoms of shakiness and sweating on january 20, 2007 in the evening. On january 21, 2006, the pt attempted to test at 10:02 a.m. She was still feeling shaky and sweaty at the time of testing. The home health nurse was with the pt at the time, so she tried to test the pt with the pt's meter, but was unable to "get the meter to work". She left and purchased a new meter and then tested the pt with her own meter and the result was 48 mg/dl. The pt reported that she was feeling nauseous and "wobbly" by the time the nurse tested her blood glucose. The pt was given orange juice and her home health nurse then contacted lfs for assistance. The time and date on the meter was reset and the pt was able to test her blood glucose. This complaint is being reported, although the power issue was resolved, as the meter was reverting to the set-up mode and the pt was unable to test her blood glucose on the meter. During this time she developed symptoms and was found to be hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.